Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) will not be returned for investigation, as the customer has opted to purchase an autopulse nxt platform instead of repairing the existing unit.